Event description:
It was reported that the patient passed away. Per the neurologist's office, the death was not related to vns. The physician reached out to the family around the time of the patient's death to obtain the cause of death, but was unable to extract any additional information. It was reported that the patient's generator was explanted after they passed away. The suspect device has not been received by the manufacturer to date. The cause of death was indicated by the device return facility as sudden unexpected death in epilepsy (sudep). No further relevant information has been received to date.

Event description:
The explanted generator was received by the manufacturer for product analysis. Product analysis was performed on the generator and the output signal was monitored for more than 24 hours, placed in a simulated body temperature environment. The results showed no signs of variation in the output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The diagnostics were as expected for the programmed parameters and a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The lead underwent product analysis; however, large portions of the lead assembly including the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the portion returned was consistent with conditions that typically follow explant procedure. There were no obvious anomalies noted and setscrew marks were found on the lead connector pin providing evidence that, at one point in time, a good mechanical and electrical connection was present. No further relevant information has been received to date.